Event description:
Essure has caused me many problems. I am tired all the time and I used to have energy. I have to take ibuprofen in high doses every morning just to be able to get through my day as my pelvic area hurts so much I can barely walk some days. I stay bloated and have started to gain weight. It messes with my period every month. I went several months without one after the procedure was done. I bleed every time I try to have sex if I can even get that far into the act. My hair falls out at a crazy rate. Ever since essure was implanted I have to go to the bathroom just like a pregnant lady, ie every half hour and if I try to hold it I get in so much pain its unbearable. I have shooting pains through out my pelvic area all the time.